Event description:
Company representative sent a repair request reported with an issue of "a-rubber scratch " (bending section). No harm was reported. No patient harm, no user injury reported . Device evaluation noted the adhesive around the objective lens found peeled off. This report is being submitted due to the finding of adhesive around the objective lens found peeled off ( deterioration, breakage of the adhesive due to chemical/physical stress) identified during device return evaluation .

Manufacturer narrative:
Address: full name of the establishments is (B)(6) hospital. The subject device was received and evaluated . Device evaluation , chip found on adhesive of the a-rubber (adhesive connection). In addition, scratch found on the a-rubber insertion section bending section. The reported issue of a-rubber scratch noted in the repair request was confirmed. Furthermore, inspection found the adhesive around the objective lens noted to be peeled off. This condition attributed due to stress of repeated use, external factors, or handling. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wire noted be longer than normal. Video connector found deformed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed objective lens adhesion peeling issue could not be determined, however, it is likely the issue was the result of repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. Olympus will continue to monitor field performance for this device.